Manufacturer narrative:
The reagent lot number and expiration date were not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found and cleaned crystallization on the reaction disk's surface. He also noted a tear in the vacuum tubing and replaced it. He verified the fill levels were acceptable. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable hdlc3 hdl-cholesterol plus 3rd generation results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial hdl result was 3.4 mmol/l. The repeat result was 1.4 mmol/l.